Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that she passed out in town because her blood glucose level dropped below 20 mg/dl. The customer was taken to the emergency room. The device was not returned.